Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the airway mobilescope was leaking from the insertion section. Upon inspection of the customer¿s returned device it was observed, the image guide snake tube coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, the connecting tube had a dent, and buckling and deformation of the channel was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.